Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal angioplasty procedure, crossing difficulties occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 32 mm in length, 2.50mm in diameter, concentric and the de novo target lesion being treated was located in the mildly calcified and mildly tortuous left anterior descending artery with lesser than or equal to 45 degree bend. The lesion was predilated with a 2.5x10mm non-bsc balloon catheter, leaving 85% residual stenosis in the lesion. A 2.50 x 32 taxus liberté stent was then advanced but failed to cross the lesion. The procedure was completed with another with same device. No patient complication was reported and the patient's status was stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent was damaged at the proximal end. Struts at the most proximal row were pushed distally and outwards. Struts on the next five most proximal rows were misaligned. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).